Event description:
During a laparoscopic burch procedure, reportedly, the needle broke. The surgeon was unable to retrieve the broken portion of the needle and determined that its location was not harmful to the pt.